Manufacturer narrative:
The customer monitored vitamin d total ii results for 2 months and noticed the behavior was related to the one reagent pack. The issue was not observed on any other reagent pack kits. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 15 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e 801 module. Based on the data provided the results for 11 patient samples were discrepant. The initial results were reported outside of the laboratory. The customer thinks the issue is related to one particular reagent pack. The customer repeated patient samples on a cobas 8000 e 602 module using the vitamin d total assay. The customer also repeated the patient samples on the e801 module in question using the vitamin d total ii assay. The customer then repeated the patient samples using a new reagent pack on the e602 module. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The customer's maintenance was up to date. The measuring cell was last replaced in nov-2018. Liquid flow cleaning was last performed on 22-jan-2019.